Manufacturer narrative:
(B)(6). (B)(4). Complaint sample was evaluated and the reported event was confirmed. The packaging was visually checked for damage and there was minor damage on the exterior of the carton, the blister pack was complete with no damage sustained, and there were signs that the implant pouch had been rubbing against the top foam. The implant pouch was complete with heavy misting where the implant had been moving in the pouch. There was no white material found in the pouch. The overall sterile package was not compromised. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was attributed to operator error as the incorrect sealing program was selected. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total hip arthroplasty there was white material on the inside of the secondary sterile pouch. No adverse events have been reported as a result of the malfunction.